Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain. The patient's current medication in the pump was fentanyl. The patient was not sure of the dose or concentration at the time of the event, but stated they thought it was around "690 or 700 concentration". The patient reported they had to have a catheter revision because the catheter was going "in and out and then finally came all the way out". The patient reported that a sideport study was performed and determined that the catheter as not "in". The patient stated that they had a fall on (B)(6) (2017) and was in horrific pain. The patient stated she "drove her wheelchair over her leg and had over 50 stitches and there was blood everywhere". The patient stated that she knew at the time that there was something wrong and that the catheter was going "in and out" because sometimes she had no pain at all and sometimes she was having horrific pain. The patient was not sure if the horrific pain was due to the wheelchair running over herself, or due to the catheter going in and out. The patient reported their catheter revision occurred on "(B)(6) 2018". Records show the procedure occurred on (B)(6) 2018. The patient also reported that the notify date of the catheter not being "in" was "(B)(6) 2018". The patient reported the catheter issue was resolved. On (B)(6) 2018 additional information was received from the manufacturer representative (rep). The rep reported the pump contained fentanyl (15,000 mcg/ml, 605 mcg/day). The rep confirmed with the office that the side port study occurred on (B)(6) 2018. The rep indicated they were not in attendance due to the hcp never having a rep present for side port studies. According to the office, the catheter was easily aspirated at the side port study.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(4) 2017 explanted: product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, information was received from an healthcare professional (hcp). Additional information received reported the patient was receiving fentanyl (3,000 mcg/ml at 940 mcg/day). The date of the side-port study occurred on (B)(4) 2018 and the results were "negative aspiration". The catheter would not be returned as "it had migrated out of intrathecal space".